Manufacturer narrative:
A review of the device history record was performed and no issues were noted with the lot prior to release. As part of the investigation into this incident, user device damage was noted. The instructions for use for the device states "in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the loop was broken when surgeon was trying to pull the graft through the tunnel." The event happened during an acl reconstruction surgery.